Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported certain black measurement marks on the PICC were not visible. What you can clearly see is that the 0 and first dot have disappeared from the line. The dot restarts at measurement 2. This has led to confusion with staff as they have no way to measure the line. The PICC was inserted (B)(6) 2026. No further information was provided.